Event description:
(B)(6) 2013 I had replacement of mentor saline implants due to left breast rupture/deflation (they were 15 years). I choose mentor siltex round high profile gel. (B)(6) 2013 I reported a problem to doctor (B)(6) the physician who performed the surgery that there was a problem. I spent 1.5 hours in his office explaining something was wrong with the right breast implant, I had pain in my right armpit, the implant felt loose and not the same consistency as the other. (This is my third set of implants, it felt different). He stated, "that the odds of it leaking is 1%, it is a cohesive gel that does not leak. It is just normal after breast surgery pain." I have had several breast surgeries, never felt this type of pain. On (B)(6) 2013 I went to the emergency room because after not wearing a bra to bed I had severe burning in my right areola/nipple, armpit pain, and my right arm was tingling/numb/pain including ring finger/pinky finger. They did an ultrasound, phoned dr (B)(6) (who then showed up to the emergency room). On (B)(6) 2013 dr (B)(6) sent me to a wrist ortho surgeon for carpal tunnel, which I did not understand because my right breast hurt, armpit, the arm, and my ring and pinky finger. I requested an MRI, performed on (B)(6) 2013. After the MRI, I was asked to have an ultrasound. The radiologist would only say that I did not have breast cancer, I stated "that is not why I am here, is the silicone leaking?" She would not say. I saw dr (B)(6) a breast surgeon that dr (B)(6) sent me to, who screamed that I should just take it out (I had a witness). I went to my regular ob-gyn (dr (B)(6)) and got a referral for dr (B)(6). Dr (B)(6) lifted the right breast implant squeezed (not very hard) approx 2 hours after arriving home, all the pain symptoms started in succession (as before) ...breast, armpit, neck, back, then down the arm and hand/fingers. Then both my legs were having some type of nerve spasms for approx an hour (that was on a friday). Sunday morning I awoke to very, very swollen lymph nodes in my neck/throat. I debated on going to the emergency room because I thought my throat was closing... Fast forward 6 months later, I have seen an ortho surgeon, my ob, a neurologist, several appointments with doctor (B)(6), I have been tired, lymph nodes in front of neck swell, back of neck feel like rocks, my right breast burns consistently, armpit hurts consistently. I have little red bumps all over my body (almost like moles) they were progressing around my body, as with the numbness/tingling. The right breast is smaller, nipple lower, it does not feel like it has a dense consistency. The radiologist report was written incorrectly, it states... "A prepectoral silicone implant is noted in place with intact saline envelope." This has been an issue because upon getting a second and third opinion, because there is no saline. This indicates an implant that is no longer made. I have asked for the report to be amended, and the doctor (radiologist declined). Dr (B)(6) said I should replace it, he would not say it was leaking. Dr (B)(6) said I should replace it, she would not say it was leaking. I was very healthy, low blood pressure, (B)(4).